Event description:
Additional information was received, the reason for call was caller stated they were in the or for an ins replacement to vanta but the check connectivity was showing everything was out. Caller stated the ins was dead pre-operatively but they had a manufacturer note from june in which impedances were checked and only one contact was out. During the call, without any troubleshooting from technical services, caller stated the 8-15 port showed as good and then they had hcp wipe off the other connection again and then the 0-7 port was showing good as well. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: 3708160, serial#: (B)(6), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial#: (B)(6), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial#: (B)(6), implanted: (B)(6) 2009, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, >10,000 on electrode number 6. A loss of stimulation and return of pain were noted. Impedance values measured and noted >10,000 on electrode number 6. This electrode was not used in patient's program that he was utilizing. Patient did not wish to be reprogrammed today. Patient states that over the past 2 weeks, he has noticed that he is not getting as much stimulation or pain relief and he used to. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.